Manufacturer narrative:
It was later reported that this lead was surgically abondoned and a new lead was implanted.

Manufacturer narrative:
All available information indicates that these products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was later reported that a lead revision may be scheduled in the future.

Event description:
Boston scientific received information that this cardioverter resynchronization therapy defibrillator (crt-d) detected a rise in shock impedances from 60 ohms at defibrillation testing at implant to now greater than 100 ohms in triad configuration. There were observed greater than 125 ohms when programmed rv coil to can. This patient also had device stimulation issues, but this was resolved with reprogramming. Technical services discussed troubleshooting. No adverse patient effects were reported.